Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room experiencing shortness of breath. A chest x-ray was performed and the right ventricular - rv lead was found to be dislodged. The rv lead was explanted and replaced. The patient was in stable condition.